Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting beep tones. A guidant technical services (ts) consultant recommended that the patient contact a physician. Additional information was received that this device was at elective replacement indicator, likely tripped due to long charge times and was explanted and successfully replaced with a competitive ICD. No adverse patient symptoms were reported.